Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation/detachment was confirmed. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the shaft became bent/kinked as a result of inadvertent mishandling during the procedural attempts to advance/cross the lesion and subsequent application of force contributed to the shaft separation/detachment. Follow-up information received from the account regarding the initially unreported stent dislodgement revealed that it occurred when resistance was met during advancement and force was applied. It is likely that the stent implant became disrupted on the balloon and subsequently dislodged as a result of interactions with the lesion and/or accessory devices when force was applied. As the stent implant dislodged in the guiding catheter, all devices including the dislodged stent implant were removed as a single unit. Follow-up information received from the account regarding the unreported hub damage/separation revealed that it likely occurred during handling for return shipment. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal right coronary artery with moderate tortuosity, mild calcification, and 85% stenosis, pre-dilatation was performed with a non-abbott balloon catheter. A 3.5x15 xience prime stent delivery system (sds) was advanced, resistance was met, force was applied and the proximal shaft of the sds separated when trying to cross the lesion. The distal portion of the sds was withdrawn carefully without resistance from the patient anatomy. Reportedly, the stent dislodged inside the guiding catheter and was removed from the patient anatomy. A new same size xience prime was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.